Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with glucometer readings reported over 600 mg/dl following a supply change; the user observed air bubbles in the prior cartridge, then changed all supplies and resumed insulin delivery, after which glucose trended down into range. Customer care provided support that included troubleshooting steps with guided supply replacement. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear, though air in the cartridge was reported by the user and correction occurred after full supply change. Symptoms included malaise associated with elevated blood glucose. Outcomes included missed dose without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.